Event description:
The sales rep called to report a patient death that occurred within hours of a very complicated percutaneous coronary interventional procedure. In addition; the device was said to have dislodged during the procedure and was deployed in an unintended location. Numerous cordis products involved. Exact cause of death unknown. Autopsy will be done.